Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator due to insufficient cleaning. The reported issues (leak and angulation problem) were confirmed during testing. There was a cut on the bending section which resulted in a leak. Angulation in all directions was out of specification due to the angle wires being stretched. In addition, there was a leak due to a cracked endoscope connector, there was a gap in the adhesive on the bending section cover due to handling, there were scratches on multiple parts of the device due to handling, the suction cylinder was scraped with a cleaning brush due to handling, there was a dent in the forceps channel port due to handling, the protector on the universal cord was shaved due to handling, the water supply connector was deformed due to physical stress, there was play in the angulation knob due to the angle wires being stretched, the forceps raising angle was out of specification due to damage to the forceps raiser wire, and the distal end cover was dirty due to insufficient cleaning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, there was a leak from the bending section cover and free play in the angulation of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device reprocessing was not preformed completely due to a leak from the device which caused the foreign material to remain at/around the forceps elevator. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.